Event description:
It was reported the device and leads were removed due to bacteremia. The organism is unknown. No further patient complications have been reported as a result of this event.

Event description:
It was reported the device and leads were removed due to bacteremia. The organism is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary: (B)(4) - the partial lead was returned in segments, was analyzed and no anomalies were found. It was noted the outer insulation was melted, the distal and proximal conductors were kinked/buckled, the lead was stretched and the lead was damaged at implant.